Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The physician found that the staplers were stuck during use on a patient. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box, lot # 73j1600307 was manufactured on 09/19/2016 a total of 18,000 pieces. Lot was released on 09/21/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the stapler appears used as there is biological material present on the device. The stapler was returned with its trigger partially engaged and two staples partially out of the distal end of the device. The staples appeared to be misaligned. The stapler was returned with 24 staples left in the cartridge indicating that at least 11 staples have been fired by the end user. The two staples that were sticking out of the device were manually removed. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. No staples fired. The trigger was engaged several more times with no staples firing. The misalignment of the staples is other remarks: preventing the staples from moving down the track and into the forming tool. The stapler was disassembled and it was confirmed to have been assembled correctly. The remaining staples were removed from the cover block. A microscopic examination of the staple tips was performed with no burrs or defects observed. No other defects or anomalies were observed. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staples to misalign. No errors could be found in the assembly to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "staple stuck in unit" was confirmed based upon the sample received. The staples in the returned stapler are misaligned which is preventing the staples from moving down the track and into the forming tool. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused the staples to misalign. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
The physician found that the staplers were stuck during use on a patient. There was no patient injury.